Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and a high blood glucose as well as the insulin pump received no delivery alarm. The customer blood glucose level was 500 mg/dl. Customer also stated that the insulin pump received a no delivery alarm. Customer stated that they tried all the remedies for no delivery. Troubleshooting was performed for no delivery and it observed that no delivery was reoccurring. The customer declined troubleshooting for high blood glucose and for no delivery alarm. The product will return for analysis.